Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found a flickering/intermittent image due to a damaged charged coupled device, a faded rear cover that needed to be replaced, a cut on the cable, and a failed water leak test from the cable. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported that the camera head would not work at all. The issue was found during preparation for use before a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the image flickering likely resulted from a charged coupled device failure, caused by the cable flooded from cut on the cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.